Event description:
Trim-it screw broke 3/4 upon insertion into big tow. Second device implanted also broke but was in enough to held the fixation, not retrieved. No adverse consequences reported with the pt as a result of event. This device is used for treatment.